Manufacturer narrative:
The electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The monitor sn (B)(4) was returned and evaluated by zoll manufacturing corporation. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified but an open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device. It is unknown when the resistor became open during patient use of the device. Device manufacturing date: monitor: 09/13/2017, belt: 04/10/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the evening of (B)(6) 2018 at home while wearing the lifevest. It was reported that the patient's death was not cardiac related and might have been caused by a blood clot. The patient's wife and paramedics were present at the time of the even. The lifevest was reportedly not alarming and resuscitation efforts were attempted by the paramedics. Per clinical review of the downloaded ECG and flag data, noise was detected on all channels from 18:23:02 to 18:48:01 on (B)(6) 2018. From 18:12:00 to 18:15:16, the patient was in sinus tachycardia at 100 bpm transitioning to ventricular tachycardia (vt) from 150 bpm to 190 bpm with motion artifact and variable amplitudes for approximately 3 minutes. Motion artifact was seen from 18:15:16 until the electrode belt disconnection at 19:05:06 on (B)(6) 2018. The motion artifact and variable amplitudes prevented the lifevest from treating the patient. No deficiencies were alleged against the lifevest.